Event description:
Harmonic shears deactivated while in use. The cord was exchanged and the replacement cord functioned as intended. This is a recurring problem at our facility central sterile will notify company representative. No patient information was entered and there was no harm to the patient.

Event description:
Harmonic shears deactivated while in use. The cord was exchanged and the replacement cord functioned as intended. This is a recurring problem at our facility central sterile will notify company representative. No patient information was entered and there was no harm to the patient.